Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set change, with blood glucose rising to a reported peak of 375 mg/dl despite no recent meal and an ilet high alert triggering; tubing troubleshooting was completed without issue, a site issue was suspected, and later review of device data indicated the elevation correlated with a breakfast announcement that was insufficient for the meal size, after which glucose levels declined and remained in range. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of device data and user-guided troubleshooting of the infusion tubing. Investigation of this case revealed no device malfunction and suggested hyperglycemia related to insulin delivery context, likely due to an underannounced meal, with a potential but unconfirmed infusion site issue at onset. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with use-related and situational factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.